Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that a quik-combo therapy cable or hard paddles assembly was attached to the device. As a result, defibrillation therapy would not be possible, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with technical assistance. It was later confirmed by the biomed that upon opening the device and performing a visual inspection, he observed that the therapy connector assembly was not properly seated to the therapy pcb assembly which caused the reported issue. The biomed reseated the connection and completed unrelated repairs. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.